Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# : (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported an out of regulation (oor) error code, indicating that the implantable neurostimulator (ins) cannot output what is being requested. It was confirmed that the patient has high settings of 4.9 v on group a. There were no falls/trauma related to the issue, and the oor error code has been seen 6 times, 3 times within the month of implant in (B)(6) 2016, twice on the day prior to date notified, and once on date notified. Troubleshooting was performed which did not resolve the oor. There were no symptoms alleged. Additional information received from the manufacturer representative (rep) on date notified reported that the oor occurred when the patient was recharging. The patient's indication for implant is movement disorders.